Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus procedure, the t2 anchor of the fast-fix 360 did not hold in the meniscus and came out. T1 was already secured so it was removed with graspers. The procedure was successfully completed without delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the needle overmold assembly was bent. The suture and both anchors were returned. Most of the suture was tucked into the depth gage tubing. T1 was out of the deployment channel. T2 was in the t2 position. A functional evaluation revealed he actuator tip moved with significant resistance. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.